Manufacturer narrative:
(B)(4). The customer reported potentially associated lot number ur15e006025. The customer stated this event may have occurred sometime within the last three months of (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set had no flow. According to the report, the one-link extension set was attached to a non-baxter set. The nurse stated ¿that even after the set was primed, when the one link set was connected to the catheter, there was no flow.¿ the clinician disconnected the set, removed the one link cap, and reattached the tubing directly to the catheter to infuse the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.